Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported the patient had been shaking in both legs and feet. The caller stated it had happened once before but it stopped. The caller said now the shaking was happening again and they felt something was wrong. The caller stated about a year ago they fell and broke their knee and needed a knee replacement because the pain was getting really bad. Patient services had the caller sync the programmer to the ins and the caller was seeing the ins was on and okay. The caller stated the setting were 1.70v and 1.80v. There were no further complications reported.